Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained as customer contact refused to provide requested information.

Event description:
Customer reported that a patient who had a pacemaker change out on (B)(6) 2015 utilizing the aquamantys sbs device was having post-op wound complications and wound dehiscence. Due to the wound complications, an additional procedure was performed to open the pocket. During the additional procedure it was determined that interior portion of the wound was healing fine but, the outer portion of the wound (epidermis) was not healing. The outer portion of the wound had discharge which was believed to be a result of the patient being burned slightly during the procedure by pooling saline. This was the first time the surgeon had utilized the sbs and the customer indicated they felt the doctor did not utilize enough suction during the procedure resulting in excess saline pooling on the surface of the skin.